Manufacturer narrative:
The account replaced the brake caster, the steering module and a caster wheel to repair the stretcher.

Event description:
The account alleged when he locks the brake/steer pedal into brake the casters do not hold in brake.